Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Photographic device evaluation: a review of the device through photographs noted an opening on the device, however the assessment of the opening cannot be confirmed as microscopic analysis is not possible. The events of capsular contracture and lymphadenopathy were unable to be observed as those are physiological complications. The events of capsular contracture and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, lymphadenopathy & capsular contracture, baker grade iii.

Event description:
Patient reported "rupture, diagnosed via ultrasound and confirmed intraoperatively during explanting surgery" and "breast pain". Later patient reported "implant strongly squeezed by a capsule", "implant began to stick out in the interchest", "chest pain" and "lymphadenopathy" confirmed via ultrasound. Later healthcare professional reported "breast tightening", "rupture" and "capsular contracture baker grade iii". Later healthcare professional reported "large implants" and "axillary lymphadenopathy". This record is for the right side. Device was explanted and will not return.

Manufacturer narrative:
Correction to g.3. Aware date of initial medwatch. Aware date should have been listed as 5-oct-2025. Visual analysis: visual analysis of the photographs identified: ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ lymphadenopathy: unable to observe as it is not related to the manufacturing process. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported "rupture, diagnosed via ultrasound and confirmed intraoperatively during explanting surgery" and "breast pain". Later patient reported "implant strongly squeezed by a capsule", "implant began to stick out in the interchest", "chest pain" and "lymphadenopathy" confirmed via ultrasound. Later healthcare professional reported "breast tightening", "rupture" and "capsular contracture baker grade iii". Later healthcare professional reported "large implants" and "axillary lymphadenopathy". This record is for the right side. Device was explanted and will not return.